Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the customer was performing a planned non-emergency treatment which was delayed and completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to expose. Upon functional testing, the fse reset the footswitch connector, which resolved the reported problem. After resetting the footswitch connector, the system was returned to use in good working order. The codes were updated based on the investigation outcome.